Manufacturer narrative:
The product investigation could not identify a root cause. Information was provided that the 22.0 diopter company lens was replaced with a 21.5 diopter company lens (1.50cyl). Additional information: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. Additional information has been requested. (B)(4).

Event description:
A company representative reported an explanted intraocular lens, with a patient reason for explant of "poor vision", and a clinical reason for explant of "mechanical complication of iol. Additional information is requested.